Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage was noted to the isolation tape. The back light functioned properly and no anomaly was noted. The insulin pump was received with a cracked case at the display window corners.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a blank screen. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.